Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was not found. During the evaluation of the device double beep no cassette alarm was not duplicated during test. The customer reported condition was not confirmed. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy displayed double beep no cassette error. No patient involvement.